Manufacturer narrative:
Literature citation: jun ouchida et al. "Spinal alignment after balloon kyphoplasty (bkp) and percutaneous vertebroplasty (pvp) for treating osteoporotic vertebral compression fractures". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature that a total of 16 patients underwent bkp (balloon kyphoplasty procedure) over a three year period. The study included 15 males and 31 females, with an average age of 75 years (range 62-86 years). It was reported that cement extravasations were observed in 4 bkp patients (25%) but there was no extravasation into the spinal canal. No patient complications were reported. The type of cement used in this study was not specified in the abstract article.